Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the sound output of the control center no longer worked and since the night shift no alarms have been audibly in the corridor. On the side of the bed, everything worked normally. The biomed restarted the central station and the sound started working again. The customer requested technical support to review the reported issue and trouble shoot for the root cause. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote support engineer (rse) talked to the customer. He confirmed with the customer biomedical department that even without audio the device still did monitoring normally. The customer has two speakers connected to the station; one is located directly at the station, and the other is mounted in the hallway. The customer stated that neither speaker emitted any sound during an alarm, but everything worked normally at the bedside. After the customer medical technicians rebooted the central station the audio function was working normal and sound was emitted again. An audit log review performed by the rse did not find any errors. No indication of a sound problem was noted as all alarms are recorded as having sounded in the pic ix and audit logs. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The rse recommended to implement the (B)(4) which involved reinstalling the operating system and application software and updating to the current patch 4.3.7. The device was operational after the software reload were completed. The investigation concludes that no further action is required at this time